Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. However, all operating currents are normal and no unexpected restart was observed during testing. A scrated lcd window, cracked case and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump kept alarming. The blood glucose reading was 134mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.